Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken joint and frayed cable.

Event description:
It was reported that during da vinci-assisted surgical procedure, a broken joint was observed between the base of the metal tip and plastic shaft of the tenaculum forceps instrument. The instrument wires were frayed and could not be removed/attached to the cannula. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 10-feb-2026: the junction between the metal tip of the instrument and the main tube broke. An instrument release key (irk) was used to straighten and open the tip of the instrument. The cannula remained stuck with the endowrist. The port incision was not increased due to this issue.